Manufacturer narrative:
Corrected information provided in b.2., b.5., h.6., and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that capsule rupture occurred due to irrigation failure and advisories were displayed during cataract surgery without intraocular lens implantation. The procedure was completed on the same day. The patient was under daily evaluation, with ocular hypertension and vitreitis.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The report stated the combined cassette had previously been used on another cataract surgery without problems. The customer provided an image of the combined cassette in a sealed reprocess/sterilization bag indicating reuse of the single-use device. It is important to remind the customer the direction for use (dfu) states the procedure packs are intended for one procedure only. Reuse, improper usage or assembly could result in a potentially hazardous condition for the patient. Company assumes no responsibility for complications that may arise as a result of the reuse or improper usage of any part of the pack. Potential risk from reuse or reprocessing include contamination and subsequent eye inflammation or infection, phototoxicity from inconsistent laser or illumination exposure caused by a damaged fiber or connector, reduced laser/illumination output, fluid path leaks or obstruction resulting in reduced fluidics performance, reduced vitreous cutting performance, reduced tip cutting performance, presence of tip burrs, and foreign particle introduction into the eye. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The photo evidence provided in the report suggests the likely root cause is related to reuse of the single-use device. The customer did not follow the directions for use of the product. No action will be taken for this occurrence, as the root cause is likely related to customer reuse of the product. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that capsule rupture occurred due to irrigation failure and advisories were displayed during cataract surgery without intraocular lens implantation. The procedure was completed on the same day.